Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet was selected for implant. The patient was noted to be in a-fib during the procedure. During the procedure, when the device was in the ball formation and being manipulated in the appendage, it was noted that the device penetrated through the backwall of appendage resulting in a pericardial effusion. This was also noted to have cause a cardiac tamponade. Surgical repair was performed to stop the bleeding and the patient was stable following the intervention and is recovering in the ICU. The device was never implanted.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that pericardial effusion and cardiac tamponad during implant were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the cause of the reported pericardial effusion could not be conclusively determined. The cause of cardiac tamponade was an cascade events of effusion. The reported unexpected medical intervention was a result of case-specific circumstances as perforation was surgical treated. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.